Event description:
It was reported that during the use of the product, a no disposable, pump won't run- alarm went off twice. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, sample was received in used conditions with an extension set, without its original packaging, decontaminated and inside in a plastic bag. Functional testing: sample was filled with 100 ml of water; the sample was connected to the (B)(6) cal. ID; (B)(4) due date: december 2021] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. No problem was detected with the device. No root cause for alarm issues however for delivery accuracy issue detected trend review in delivery accuracy complaint code an escalation was performed to investigate this failure and determine the root cause for delivery issues. Escalation was initiated on (B)(6) 2021 under CAPA (B)(4). For alarm issues no actions taken however for delivery accuracy issue detected the date CAPA (B)(4) is in implementation phase. All occurrence and detection mitigations are placed in process. No lot number of the device was communicated.